Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving morphine drug, unknown (7700mcg at 2270mcg/day) via an implantable pump for spinal pain. It was reported that the hcp was unable to aspirate from the catheter during a standard pump replacement. There were no known factors and no visible kinks in the catheter with inspection in pump pocket. A back table prime was performed. The 8784 pump segment was replaced and explanted.